Event description:
The user facility was treating a patient while using the uchra. They stated that near the end of the procedure, the screw on the head ring post broke. It was reported by the user facility that no patient injury occurred and the incident occurred several months ago.

Manufacturer narrative:
The initial reporter made vague reference to this incident in correspondence reporting MDR 1222895-2006-00003 to the manufacturing facility. Details regarding the incident including date of incident, availability of the device for evaluation, and patient information have not yet been received from the user facility. Attempts have been made to obtain this information. If additional information from the user facility is made available, a follow-up report will be submitted.